Manufacturer narrative:
H11. Correction in e2, e3 and g3.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the device showed moderate erosion of the screen/electrodes and some discoloration of the spacer. The data was extracted which revealed that the wand was activated and at some point, experienced a "multiple button pressed notification" error. The device connected to a known good controller, which revealed that the device's coagulate and mode functions performed as intended. The ablate function was not operating. The device was then opened, which revealed evidence of saline ingress. The complaint was confirmed. Factors that could have contributed to the reported event include: saline ingress at the end cable. When the device is not in use it is to be placed in a dry, highly visible area not in contact with the user or patient. Only the distal end of the wand is in contact with fluid if the device is used per the IFU. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the werewolf flow 90 coblation wand cutting and coagulating functions worked without pressing the keypad. Then the device presented sparks. The malfunction happened during surgery, but it was solved using a back up device. No delays or patient harms were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.